Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was covered with calculi one month after placement.

Event description:
It was reported that the stent was covered with calculi one month after placement.

Manufacturer narrative:
The reported event is confirmed. No physical sample was returned, however, a photo sample was submitted. Visual evaluation of the photo sample noted encrustation present on the pigtail and along length of the stent pictured. The inlay optima ureteral stent instructions for use, includes stent encrustation as a potential complication associated with retrograde/antegrade positioning of indwelling ureteral stents. The user manual also provides instructions to check for signs of encrustation periodically. Potential root cause for this event is, "material selection". The device history record review was not required as the reported event is confirmed as supplier design related. Labeling review is not required as a review of the label could not have prevented the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.